Event description:
Customer reported a low blood glucose event. Customer was at work, she went to her car and passed out. The paramedics were called. The blood glucose reading at the time of the event was 12 mg/dl. The paramedics treated with an IV. Customer was not taken to the hospital. The current blood glucose reading is 121 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.